Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) (B) (6) alleging that she was unable to test on a one touch ultra 2 meter. The pt had reportedly attempted to test in the settings mode. The pt indicated that the alleged issue started on (B) (6), 2010, at an unspecified time. Due to the alleged issue, the pt claimed that she was unable to test. The pt also claimed that she developed symptoms of dizziness, a headache, upset stomach, and shakiness twenty minutes after the alleged issue began. The pt denied that she rec'd treatment because of the alleged issue. The alleged issue was resolved with troubleshooting. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.